Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump had a cracked case on the display window corner and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear it. She removed the battery and it didn't help as the device was alarming during call. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was advised to have original owner call to replace device and ensure the device was changed on correct user. Customer's boyfriend called on 08/17/2015 and requested the device to be replaced.